Event description:
Customer reported a past high blood glucose event with an unknown specific high value as it was displayed as "high." Cause was not known. Customer took corrective actions by administering a correction bolus via pump and multiple daily injections (mdi). The customer continued to use the pump for insulin therapy.